Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® multiple sample luer adapter, blood leaked from the non-patient end of the device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Please note corrections in sections h6: annex b code was revised from b01 (testing of actual/suspected device) to b03 (testing of device from same lot/batch returned from user).

Manufacturer narrative:
Investigation summary: bd received 283 samples for investigation. Ten randomly selected samples were subjected to functional tests using ten tubes per needle to assess device functionality. One of the samples failed testing, as the sleeve did not recover properly, resulting in sleeve leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® multiple sample luer adapter, blood leaked from the non-patient end of the device. No adverse impact was reported regarding the patient or user.